Manufacturer narrative:
Concomitant medical products: product ID a810, serial# unknown, product type software; product ID: a810, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the clinician¿s programmer application used with a patient¿s implantable drug infusion device. The drug being delivered was 4,000 mcg/ml baclofen (compounded) at 1,000.8 mcg/day and was updated to 2,000 mcg/ml baclofen (unknown) at 1,000.8 mcg/day. The reason for use was intractable spasticity. It was reported that the hcp erroneously bypassed the bridge bolus on (B)(6) 2018. The was caller asking why the bridge bolus was not on the report, and stated that they erroneously bypassed the bridge bolus on the tablet as it give the option to "remove bolus" on the initial bridge bolus screen. She believes a colleague tapped on this. They stated it may be best to not have this as such a prominent option on the bridge bolus screen. Troubleshooting resolved reported issue. The technician on the call walked the hcp through setting a bridge up by programming the pump back to old concentration and then updating. Then the caller was walked through the steps for bridge bolus on tablet, and this all happened in one visit so there were no patient implications as a result. There were no symptoms reported. The issue resolved on the call. There were no further complications reported/anticipated.